Manufacturer narrative:
Tech service discussed with the biomed how to correct a mis-aligned image intensifier (ii). The hut unit is designed not to fluoro if user doesn't have correct image alignment, with fluoro locked out as a safety precaution. Tech service instructed biomed how to move the image chain to the head and to the foot end of the table, which got the system realigned and running with the tube arm and image intensifier together as normal. The alignment issue was corrected. Biomed then opened a file and performed fluoro / digital spot exposures and confirmed that the system was fully functional. There was no explanation what might have caused the image intensifier and tube arm to become misaligned but they were now aligned and the system was fully functional. Customer repair.

Event description:
Customer reports via phone that staff were attempting to perform an undetermined urology procedure when the system fluoro failed due to an image intensifier misalignment. Staff moved the patient to another room, where the procedure was completed without incident. Customer did not provide any further patient or procedural information, other than to say the patient is fine. No reported injury.